Event description:
It was reported by service report that the bed did not have functions. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: new cpu on order and will be installed by service technician.